Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis and angina are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting to treat in-stent restenosis, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The xience v IFU also states that: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effects. The 3.5 x 15 mm xience v ((B)(4)) is being reported under a separate medwatch report number.

Event description:
It was reported via trial that approximately 8 months post direct stenting of 2 xience v stents into a restenosed non-abbott stent in the proximal left anterior descending artery (plad), the patient experienced crescendo angina. On (B)(6) 2010, during a diagnostic catheterization, in-stent restenosis was found. A coronary artery bypass graft was done. There was no adverse patient sequela and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.